Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin was squirting out. They did not receive a compromised force sensor system alarm when the piston reached the end of the reservoir and pushed out the entire reservoir. The customer could not exit the prime loop. The customer repeated the process and when the piston reached the end of the reservoir it did not slow down. The customer's blood glucose level was 240 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan.